Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lymphadenopathy unable to observe since it is not related to the device. Additional observations: ¿ observed broken on anterior assessed as surgical damage and missing piece of shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, "right prosthesis very hard at palpation with several spikes in periareolar region" and ¿lymphadenopathy with benign characteristics¿ diagnosed via ultrasound. The device has been explanted with complete capsulectomy and replaced. The right capsule was sent for pathology with showed "fibrosis in relation with the periprosthetic capsule, presence of negative cd 30 lymphoid cellularity".

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, "right prosthesis very hard at palpation with several spikes in periareolar region" and ¿lymphadenopathy with benign characteristics¿ diagnosed via ultrasound. The device has been explanted with complete capsulectomy and replaced. The right capsule was sent for pathology with showed "fibrosis in relation with the periprosthetic capsule, presence of negative cd 30 lymphoid cellularity".

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photos of the device have been received; evaluation yet to begin. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; lymphadenopathy.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, "right prosthesis very hard at palpation with several spikes in periareolar region" and ¿lymphadenopathy with benign characteristics¿ diagnosed via ultrasound. The device has been explanted with complete capsulectomy and replaced. The right capsule was sent for pathology with showed "fibrosis in relation with the periprosthetic capsule, presence of negative cd 30 lymphoid cellularity".

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, "right prosthesis very hard at palpation with several spikes in periareolar region" and ¿lymphadenopathy with benign characteristics¿ diagnosed via ultrasound. The device has been explanted with complete capsulectomy and replaced. The right capsule was sent for pathology with showed "fibrosis in relation with the periprosthetic capsule, presence of negative cd 30 lymphoid cellularity".

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 24feb2024.